Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2014 with the following findings: the display screen was not found to be cracked. A display lens leak was found during a leak test in terms of moisture, but there was no evidence of moisture in the battery compartment and inside the pump. The battery compartment was cracked from the top to the case seal along the left side of the grip pad. Unrelated to the casing issue, the display screen had a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. Reportedly, the display was cracked and moisture was visible in the ir window. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.